Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, the battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 240 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.